Event description:
It was reported that the customer was concerned that the insulin pump might not be delivering insulin accurately. It was reported that the customer has been sick with a fever, an infection and high blood glucose levels. The basal rates were increased, but high blood glucose levels continued. It was stated that the customer was to deliver insulin with a pen for her next meal, and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which marketed in the united states.